Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy and one band was broken. There was no difficulty in setting up the device and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.